Manufacturer narrative:
The user facility reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software only and performed the device evaluation. The unit passed all testing and operates within the manufacturing specifications. Covidien reference: (B)(4).

Event description:
A report was received stating an 840 ventilator experienced a "safety valve" device alert which rendered the device inoperable while connected to the patient. The patient was removed from the device and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.